Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. B5: describe event or problem - correction/additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: medical device problem code - correction. H10: corrected data. H11 additional narrative.

Event description:
Subsequent to the initial MDR, a correction was updated on 4/28/2025. It was reported that an unspecified malfunction occurred. On approximately (B)(6) 2025, the patient reported that an error icon display caused the receiver to shut off and not turn on. As a result, the patient was unable to monitor her glucose readings through the receiver. The patient's phone was not compatible with the mobile app, so she was not using it. At around 7:30 am, the patient ate breakfast consisting of eggs and milk but did not consume enough food, leading to fatigue and the need to lie down. Throughout the day and night, the patient experienced low blood sugar levels due to the inability to monitor her readings, resulting in repeated cycles of sleeping and waking up. The patient suffered from severe hypoglycemia, going in and out of a diabetic coma, and was unable to find her phone due to impaired vision and confusion. Additionally, the patient was unable to check blood glucose levels due to not being awake long enough. On (B)(6) 2025, around 6:00 am, the patient woke up to her phone alarm. She felt off balance and was moving slowly but managed to call her friends. Some friends visited her and brought food, which helped her feel better. At the time of the report, the patient stated she had just been discharged from the hospital (not dexcom related) and was in good condition. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an error icon displayed occurred. On approximately (B)(6) 2025, the patient stated that an error icon display resulted in the receiver shutting off/not turning on. Due to this issue, the patient was unable to monitor her glucose readings through the receiver. The patient's phone was not compatible with the mobile app so she was not using it. At around 7:30 am, the patient ate breakfast consisting of eggs and milk but did not consume enough food, leading her to feel tired and needed to lie down. Due to not being able to monitor her readings throughout the day and night, the patient experienced low blood sugar levels, resulting in repeated cycles of sleeping and waking up. The patient suffered from severe hypoglycemia, going in and out of a diabetic coma, and was unable to find her phone, which was nearby, due to impaired vision and confusion. Additionally, the patient was unable to check blood glucose levels due to not being awake long enough. On (B)(6) 2025 around 6:00 am, the patient woke up to her phone alarm. She stated she felt off balance and was moving slowly but she was able to call her friends and some of her friends visited her and brought her food. Patient at and felt better. At the time of the report, the patient sated she had just got out of the hospital (not dexcom related) and was in good condition. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.